Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown radial head prosthesis head/unknown quantity/unknown lot. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there are several patients that experienced a loosening of the radial head prosthesis (head and stem). No additional information provided. This report is for an unknown radial head prosthesis head/unknown quantity/unknown lot. This is report number 1 of 2 for complaint (B)(4).